Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing difficulty breathing. The patient states they have had trouble breathing for many years and it began getting worse last year. The patient reports cleaning the device with baking soda and water. They soak the tubes and mask every other day then rinse completely and let dry. The patient reports never using any type of ozone in the device and replaces the filters, tubes and mask every three month. The patient states the device seems to be losing pressure and smells a little strange. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing difficulty breathing. The patient states they have had trouble breathing for many years and it began getting worse last year. The patient reports cleaning the device with baking soda and water. They soak the tubes and mask every other day then rinse completely and let dry. The patient reports never using any type of ozone in the device and replaces the filters, tubes and mask every three months. The patient states the device seems to be losing pressure and smells a little strange. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.